Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead was damaged during pocket closing by the physician. The physician chose to remove it and a new lead was placed. This lead was never in service. No adverse patient effects were reported.